Event description:
It was reported that a user experienced hyperglycemia followed by hypoglycemia while using the ilet bionic pancreas after believing they had announced a meal that did not appear in the device history; review of device logs indicated no meal announcement was initiated prior to the event, and a guided lunch announcement during the call was confirmed as successful. Symptoms included an asymptomatic low glucose reading to 45 mg/dl, with a reported highest glucose of 285 mg/dl. Outcomes included transient low and high glucose readings without hospitalization. Investigation included review of device logs and real-time functional check with the user. Investigation of this case revealed that the device was functioning as expected and that the event followed a missed meal announcement, with subsequent automated corrections preceding the low. It was concluded that the cause of the hyperglycemia and subsequent hypoglycemia was unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.